Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be exhibiting oversensed noise on the right ventricular (rv) channel when the patient was checked in clinic. The oversensing resulted in pacing inhibition greater than 2 seconds, but the patient was asymptomatic. The noise could be reproduced with isometrics. A revision procedure was then scheduled. The rv lead was surgically abandoned and this ICD was explanted. Both products were successfully replaced. The source of the noise was not determined. No additional adverse patient effects were reported.